Event description:
2025-mar-14 rtg0769689 (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy stopped working around (B)(6) 2024. Patient said that went to healthcare provider office in (B)(6) last (B)(6) 2024 and was told that when they urinated there was still 8 ounces left in their bladder and was directed to change the setting. Patient said that symptom control was sporadic from that point and patient started to used catheters however, developed infections and said that a foley catheter was placed, and that is changed out every two weeks. Patient said lives in (and doesn't have a managing physician yet, that is familiar with the therapy. Patient confirmed that stimulation is still on. When asked, patient said that has tried all of the programs and hasn't had any falls or trauma. Reviewed therapy information, including indications for nonobstructive retention. The patient was redirected to their healthcare provider to further address the issue. Reviewed physician listings and provided the following: patient said was reading literature that was provided about 5 year clinical study results. Reviewed information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.